Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation noise was noted on the right ventricular lead resulting in high ventricle rate and pacing inhibition. All electrical parameters were stable and within range. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4). Final analysis found an insulation abrasion exposing the outer coil at 11.0 cm to 11.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The exposure of the outer coil at this location most likely contributed to the reported complaint of noise problem from the field.